Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise the shock channel. There was some also some small artifact on the rate/sense channel; however, it was not being marked on the rv electrogram. All lead impedance and sensing has been good and stable. Furthermore, there was also noise on the right atrial (ra) lead which resulted in mode switching. The noise was able to be reproduced in the clinic and it was suspected that there was an insulation issue with the ra lead, which is a competitor's product. No adverse patient effects were reported. New information has been received that this lead is now exhibiting high out of range shock impedance measurements. The out of range measurements are able to be reproduced with the patient lifting their arms above their head. Boston scientific technical services (ts) discussed findings and possible reasons. This product remains in-service at this time.

Event description:
Additional information indicates that an x-ray was performed and there was no evidence of a lead fracture noted. The patient was taken to the lab to try and implant a new lead; however, this was not successful. The physician decided to take no further steps at this time. Subsequently, this patient underwent a revision procedure and the patient's svc coil was removed from service due to out of range impedance measurements. Once the svc were taken out of equation, the impedances were normal. The lead was surgically capped and abandoned. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.